Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pain pump. The reason for the call was that they had a pain pump implanted on their left side. The patient stated that they had no external equipment for the pain pump but the health care provider (hcp) talked to them about the external equipment. The patient stated that there was no medicine in the pump so the pump needed to be refilled. The agent redirected the patient to their hcp. The patient stated that they had called the hcp's office and they were told to call mdt. The agent reviewed ps/hcp roles with the patient and redirected the patient to their hcp. The patient was very upset and frustrated during the call, so the agent did not attempt to collect any further information from the patient.